Manufacturer narrative:
Consumer was unable to remember at what time the emt's showed up to her house. Once the emt's arrived they performed a blood glucose test on consumer using their unknown brand meter. Consumer was unable to recall the time of the test however, was able to recall her result of 64 mg/dl. The consumer reported right after that reading the emt's transported the consumer to (B)(6). The consumer reported she was admitted to the hospital from that day, (B)(6) 2016 due to her diabetes. When consumer got to the hospital on thursday her insulin pump was removed and the nurses performed blood work on her from what she can "remember". While being at the hospital the consumer was tested by the doctors for her sugar levels through blood work only not with a meter. Consumer was put back on inulin through an IV on friday, according to the consumer her sugar level was near the 500's on friday. Consumer only remembers being treated with her insulin IV on friday. On saturday, consumer was put back on her pump and was sent home. Consumer did not discuss if she received any discharge instructions. The consumer was unable to provide any information regarding her hospitalizations. Per label copy/ package insert: high or low blood glucose results can indicate potentially serious medical conditions. In case of an unexpected result, you should repeat the test using a new test strip. If the result is still unexpected, or the reading is not consistent with how you feel, contact your hcp and treat as prescribed. Any change in the treatment of your diabetes should be discussed with your hcp. Nova max test strip insert- quality control checking the system control solution test: the nova max control solution is used as a quality control check to make sure that your blood glucose monitor and the nova max glucose test strips are working correctly. Do a control solution test: each time you open a new vial of test strips. Storage and handling: keep the nova max glucose test strips vial tightly closed when not in use. Test strips should be stored only in the original vial.

Event description:
Consumer called in reporting an event where the emt's were called by her brother and transported her to the hospital due to high false readings using her nova max link meter. On (B)(6) 2016 @ 4:30pm blood glucose 129 mg/dl. According to the consumer "...she 'felt normal' before testing her sugar at 4:30pm, based on her 129 mg/dl result, the stated she received an unknown amount of insulin from her pump. The consumer, "...she started feeling 'nauseous', 'dizzy' and 'confused.; and ate a banana and pecans to make her feel better." The consumer stated, "did not feel better after eating so the consumer's brother then called 911.

Manufacturer narrative:
Failure analysis of the returned device revealed that the nova max link glucose monitoring device performed within specification. The reported result of 129 mg/dl was not found in the meter's history. The complainant's complaint is confirmed. Visual as well as chemical evaluation (by testing with control solution/blood) of the returned glucose test strips revealed the strips to be compromised. The root cause could not be conclusively identified. A potential contributory root cause may be related to exposure of the test strips to extremes in temperature contrary to the storage and handling as indicated in label copy (IFU/package insert) this is further supported by the results of the retain strip testing which indicates the performance of the retain strips are within product specification. The DHR was complete and contained all relevant data indicating the product put into finished goods met all specifications.